Event description:
The bipap auto biflex, w/sd card, ger was returned to the third-party service center for evaluation. During the evaluation, it was noted that the device had dirt and dust and damaged foam. In conclusion, the device was scrapped at the request of the customer.